Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.

Event description:
It was reported that the implant at tooth site #19 was removed as the threads were damaged. Implant placed and tried to back it out and the implant was stripped. It was hard to get out and now the screw is stripped and no longer useful. Clinician was backing out the implant as the bone was too dense & the implant would not go as deep as it needed. While backing out the implant; the implant's thread became damaged/stripped & they could not place a screw. She stated there is nothing wrong with the screw, its the implant's thread that became damaged. Procedure was completed using another implant.

Manufacturer narrative:
Zimvie received one (1) xifnt511, (osseotite® tapered certain® implant 5 x 11.5mm) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, apparent minor bone and debris attached to external threads. The implant's drive feature was observed damaged. The implant's external threads and platform were seen damaged likely due to the removal process. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 2120018351. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120018351 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review the most likely root causes determined from the investigation are incorrect techniques used, excessive torque - customer error. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.